Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted on (B)(6) 2006. According to the physician, post-procedure on (B)(6) 2006, the patient complained of back pain. Urinalysis was performed and found negative for infection. Renal ultrasound and cat scan was performed and the results were found to be normal. All other information is unknown and unavailable.

Manufacturer narrative:
Information received from phone conversation with physician on (B)(4) 2013. Event description updated.

Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted on (B)(6), 2006.according to the complainant, post-procedure, the patient presented with unspecified complications.all other information is unknown and unavailable.